Event description:
It was reported that the tined lead accessory of the implantable neurostimulator (ins) system had migrated 5 days post implantation and that the patient experienced a return of their fecal incontinence. The lead and extension were then removed and replaced on (B)(6) 2004. The patient outcome was noted as not serious.

Manufacturer narrative:
Lead: model 3889-28, lot#j0357418v, implanted: 2004 (B)(6), explanted: 2004 (B)(6), extension: model 3095-10, serial# (B)(4), implanted: 2004 (B)(6), explanted: na, programmer model 3031a, serial# (B)(4), (B)(4). This device was being used in a clinical trial noted as (B)(4).